Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Product development engineer evaluated the device and indicated that the returned insertion guide has a wire stuck in it. The wire is flush with the top of the hole and does not extend to the bottom of the hole. The exposed top of the wire is deformed. The edges of the hole where the wire is stuck is dented and deformed due to the wire. The returned insertion guide was manufactured in june 2005 and is over 7 years old. The dimensions, age, part number, or lot number of the returned kirschner wire can not be verified as a small portion is stuck in the hole and can not be removed for evaluation. It appears that the kirschner wire was not inserted straight through the hole as intended. If the kirschner wire is inserted off-axis, it is subjected to significant side loading which may damage or break the wire due to contact against the edges of the plate instead of it passing through with minimal resistance and loading. If inserted off-axis, it will be subjected to higher than expected side loading and contact with the plate hole may also damage the wire. The designs were reviewed, are adequate for their intended uses and did not contribute to this complaint condition. Based on the condition of the tip of the returned wire and the edges of the plate hole, it appears that the wire was inserted off-axis which led to the damage noted in the complaint. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During a proximal humerus fracture procedure on (B)(6) 2012, the 1.6mm kirschner wire with trocar point broke off inside the insertion guide. The surgeon was unable to use the devices. The surgeon utilized an alternative technique to get the insertion guide off and was able to use a threaded blocking guide to complete the procedure. Reportedly there was no adverse effect to the patient and the surgery was not prolonged. The k-wire remains broken in the insertion guide. This is 1 of 2 reports for the same event.